Event description:
It was reported that during an unknown procedure the clips failed to close. Minimal delay in procedure. No adverse event to patient. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaws causing pear shaped clips and the tip of the advancer could not be observed; resistance was noted when the trigger was actuated. During functional testing the indicator did not advance. A viewing hole was cut in the outer shroud handle at the indicator area in order to evaluate the internal components and the indicator actuator was found out of its intended position and in front of the feedbar connectors, preventing the advancer from moving forward therefore causing the feeding issue and the indicator malfunction. The device was cycled again and the clip did not fully advance into the jaws causing a pear shaped clip. Finally the device locked out as intended. The device was disassembled and no other anomalies were noted with the internal components. No conclusion could be reach as to what may have caused the found condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.